Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr that the hlm needed a new charging board. The unit cannot be service by the manufacturer and customer cannot order a replacement board as the unit is at its end of service life (eosl).

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the control module would not charge. There was no patient involvement.